Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the administration port. The leak was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5: update the statement from "2000ml" to "500ml exactamix eva (ethylene vinyl acetate) bag". Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 8, 2024 and may 13, 2024. H11: the actual device and two (02) photos of the sample were received for evaluation. Visual inspection of returned sample showed leakage of total parenteral nutrition into the outer pouch and a leakage from the administration spike port is clearly visible in the photos. Functional testing was performed, and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.